Event description:
Boston scientific received information that during routine follow-up this implantable defibrillation lead exhibited high threshold measurements. The patient reported experiencing several syncopal episodes. It was determined the lead had dislodged. The patient was admitted to the hospital and underwent a lead revision procedure a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.